Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of an "upper way infection: with ear infection, high fever, malaise, painful swelling, chest pain, and arthralgia are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects. The patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain or pressure, can appear after the injection. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment.

Event description:
Healthcare professional reported that approximately 5 days after injection with juvederm voluma with lidocaine in the midface and juvederm volbella with lidocaine in the lip border and nasolabial fold, the patient moved overseas where they developed a high fever, ear infection, and malaise. The patient was treated by another physician with "amoxicilline" for an "upper way infection". The following day, the patient developed swelling in the eyelids which progressed to the lips and face. The patient subsequently developed chest pain and arthralgia with new swelling in the arms and legs which was very painful. The "palmo/plantar" region was also swollen and painful. "Swellings are temporary and migratory". The patient was additionally treated with prednisolone. The healthcare professional was concerned that the patient was either having a "filler reaction" or possible a "serum sickness reaction against amoxicilline". Symptoms are ongoing.